Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and passed. The device failed a charge and boot test. The share log data could not be downloaded or retrieved. Functional testing could not be performed. The device was opened for an interior inspection and failed as moisture damage was observed within the device. The complaint confirmation was confirmed. The root cause was determined to be moisture damage.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The reported event of unexpected receiver shut-down could not be determined. The root cause could not be determined.